Manufacturer narrative:
Na the device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient was presented with grade 3-4 functional mitral regurgitation for a mitraclip procedure. During the procedure, a mitraclip was implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2025, single leaflet device attachment (slda) from posterior leaflet. Recurrent mr of grade 3+ was reported. Patient was symptomatic with fatigue and shortness of breath. On (B)(6) 2025, a redo procedure was performed. Additional mitraclip xt was implanted at anterior and posterior leaflet 2(a2p2), lateral to the slda clip. The mr was reduced to grade <1 post procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation/slda (single leaflet device attachment) could not be determined. The reported mitral regurgitation is cascading events of the slda. The reported dyspnea and fatigue appeared to be cascading effects of the recurrent mr. The reported patient effects of mitral regurgitation, dyspnea, and fatigue, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
On (B)(6) 2025, a patient was presented with grade 3-4 functional mitral regurgitation for a mitraclip procedure. During the procedure, a mitraclip was implanted. The mr was reduced to grade 1 post procedure. On (B)(6) 2025, single leaflet device attachment (slda) from posterior leaflet. Recurrent mr of grade 3+ was reported. Patient was symptomatic with fatigue and shortness of breath. On 04 september 2025, a redo procedure was performed. Additional mitraclip xt was implanted at anterior and posterior leaflet 2(a2p2), lateral to the slda clip. The mr was reduced to grade <1 post procedure.